Event description:
Customer reported an abo discrepancy when testing a patient sample on the galileo. The sample typed as a positive on the instrument. The sample was re-tested and resulted as ab positive. The sample was tested a third time on the galileo and resulted as a positive.

Manufacturer narrative:
Review of results images: initial testing: (a11 to h11) the sample typed as a positive as expected. Repeat testing: (a10 to h10) the sample appears to have a fibrin clot in well b10. The sample typed as ab positive. Repeat testing: (a11 to h11) the sample typed as a positive as expected. A review of images indicated there was a fibrin clot in the anti-b well that gave the positive results. Per the galileo operator manual, "very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo."